Manufacturer narrative:
Based on the complaint data and this investigation, the exact cause of the discrepant potassium results cannot be determined. However, correct sample preparation is essential, per the labeling, to generating correct results. The troubleshooting of the ict sample diluent on the architect c16000 processing module at the customer site demonstrated acceptable results upon sample re-centrifugation. The ict module age may also be a contributing factor however the in-range quality control results show acceptable performance at the time. No return sample available for testing. No increase in complaint activity against the ict sample diluent lot 07863un20 was identified. A review of tracking and trending did not identify any related trends for the complaint issue. No file sample tested due to results and troubleshooting at the customer site. The device history records were reviewed and no non-conformance or deviation for the ict sample diluent, related to the current results related event was identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified. Updated new concomitant product tab to include: conc ict diluent, 02p32-11, 07863un20.

Event description:
The customer reported falsely elevated potassium results for 2 patient samples when running on the architect c16000 processing module. The customer stated at the end of february, there were 2 cases with different potassium results, however because of the long period of time elapsing, the customer could not remember the sample number nor specific results. The customer said the initial potassium result for both samples were about 7.5 mmol/l, and the potassium results after re-centrifugation all returned within the normal reference range. The customer¿s normal reference range is 3.5-5.3 mmol/l. The quality control was within range at that time. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.